Manufacturer narrative:
Product event summary: the device was returned, analyzed, and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant there was intermittent non-capture in the right ventricle, which shortly thereafter became total non-capture. Outputs were increased, but external pacing support was still needed. External pacing was uncomfortable for the patient. Initially a right ventricular (rv) lead dislodgement was suspected, although x-ray showed the lead to be in the same position. The plan was to put the rv lead into the atrium and the right atrial (ra) lead into the ventricle. The leads were swapped. Various testing was performed and the right ventricular lead was found to be working properly through the analyzer but there was no capture through the device. Interrogation showed the device had reverted to unipolar pacing and sensing. A device header issue was suspected and the device was explanted and replaced. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.